Manufacturer narrative:
(B)(4). UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The investigation determined the difficulties to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 3.5 x 23 mm xience alpine device is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, mildly calcified obtuse marginal off the left circumflex (lcx). A non-abbott guide wire was placed in the marginal branch. A vesaturn guide wire was placed in the distal lcx for protection of the side branch. After successful deployment and post-dilatation of the 3.5 x 23 mm xience alpine stent was performed, the versaturn guide wire was being retracted; however, met resistance with the deployed stent which impacted the stent implant causing the stent implant to beome loose in the artery. The stent implant was retrieved successfully using a snare device. Another stent delivery system was used to complete the procedure. It was stated that there was a delay in the procedure; however, it was not clinically significant for the patient who remained asymptomatic throughout the procedure. The final result was good. No additional information was provided.